Manufacturer narrative:
Device evaluated by MFR?; device return and evaluation is not necessary since the event is not related to vns therapy or the functionality of the device.

Event description:
It was reported that the patient's incision site was still sore, as she is dealing with a slight infection right now. She said before it got infected it was very tender. Also she can move it around and there is a soreness that goes out towards her armpit. Also she can feel the part where the lead goes into the battery and she notes the skin is slightly raised. It was later reported that the patient had a fall going up the stairs a few days after implantation surgery and caught herself with her left arm and felt something pull in her left chest. She followed up with surgeon and said that the small bb sized opening was likely a pulled stich. The patient said it drained a bit and is looking much better now. The patient was still experiencing some discomfort at the generator site. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Event description:
The patient later reported that she believed her lead had migrated. Physician reported that there was no infection, swelling, or drainage. The cause of pain is unknown. There has been no migrated noted. There was also no wound opening. No other relevant information has been received to date.